Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on (B)(6) 2009, patient underwent following procedure: 1. L5-s1 anterior lumbar interbody fusion 2. Insertion of interbody cage, l5-s1 3. Anterior spinal plating 4. Use of recombinant human bone morphogenic protein (rhbmp-2) for spinal fusion, l5-s1 pre-op and post-op diagnosis: l5-s1 discogenic low back pain finding: intense ring of inflammation on the anterior aspect of the l5-s1 disc space. As per op notes: ".. The disc space was broached up to a 10mm and a 10mm peek ring replaced, filled with rhbmp-2.. There were no apparent complications.." On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.